Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the customer via phone that the fms duo pump failed high pressure test during preventive maintenance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue (failed high pressure test). Replaced pressure transducers as identified in the investigation to address the reported issue. Also added keyboard mask. The repair and testing of the unit was completed bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Given the information provided we cannot discern a definitive root cause for the identified failure of the defective pressure transducers. A manufacturing record evaluation was performed for the finished device [serial : (B)(4)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device was returned to exchange pool after service. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).